Manufacturer narrative:
A visual and tactile examination revealed the shaft was kinked at two locations along its length. The first kink was located 464 mm and the second was 560 mm proximal to the tip of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a longitudinal tear located 5 mm proximal to the tip of the device and extended 27 mm proximally.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, during the procedure, inside the patient, the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "good".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, during the procedure, inside the patient, the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "good".